Event description:
Allergic reaction to synvisc. The pt has osteoarthritis of the knee and received the second of three weekly synvisc injections into left knee. Approximately 3 hrs later pt experienced acute left knee pain, fever to 101, knee swelling that improved with taking aspirin. This was third course of synvisc. Each course was about one year apart.